Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition indicated that the suture was intact and its knot was properly formed. This is indicative of successful needle deployment and suture retrieval. Therefore, the vaguely reported absent of the wire which was interpreted as suture retrieval issue that occurred while retracting the plunger to retrieve the suture could not be confirmed. Inspection of the returned device indicated that after successful needle deployment and suture retrieval, instead of cutting the rail suture distal to the link, the link was cut. Because the link was cut, it would be very difficult to remove the suture from the device via pulling the two suture limbs at the anterior needle slot as resistance would be encountered due to the posterior cuff and needle tip being dragged through the device. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the absent of the wire could not be determined; however, the probable cause for cutting the link instead of the suture distal to the link is incorrect deployment technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to a percutaneous coronary interventional (pci) procedure. The arteriotomy was 6fr sheath. Reportedly, following deployment "absent of the wire" occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.